Event description:
The pt does not recall the date of the event. He alleges that he tested his blood glucose on suspect device at 5 am and it was 375 mg/dl. He self-administered 3 units of regular insulin and ate breakfast. At work, at 10 am, he passed out. The paramedics were called and they tested on their device and it was 40 mg/dl. He was given food. He was taken to lunch and after lunch he again passed out and was taken to ER. No blood glucose tests were performed on suspect device after lunch. He was admitted to the hospital for 2-3 days.